Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing treatment for an unruptured aneurysm. It was reported that they tried expanding the pipeline, but the tip could not be opened so it was decided to collect it. As such, the device was changed to a different product and the procedure was continued. The patient was not affected. Furthermore, there were no abnormalities in the appearance of the package. The patient did not experience any health damage. Angiographic results post procedure did not show any particular problems. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information received reported the pipeline did nto open in the distal section.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned inside a biohazard bag, and a shipping box. ¿ damage location details: the pushwire was separated proximal to the dps sleeves. The distal broken segment of the pushwire (tip coil and sleeves) was not returned. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were not opened and frayed. No defects were found with the distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The broken end was sent out for sem analysis. ¿ testing/analysis: per the sem results, the broken end failed via torsional overload. ¿ conclusion: based on the returned devices, the customer report of the "failure to open at the distal " was confirmed as the distal and proximal ends of the braid were not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the returned pushwire was found to be separated at the proximal to the dps sleeves. The broken end failed via torsional overload. From the damage seen on the hypotube (stretching), it appears there was a high force used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.